Event description:
The caller, a medical provider at a diabetes camp, stated that the customer's blood glucose is up to 566 mg/dl, and the only thing that has lowered her blood glucose has been manual injections. The caller felt that the insulin pump was not working properly. The caller stated that the insulin pump had given a no delivery alarm earlier, and believed that the customer changed the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.